Event description:
It was reported that during a da vinci assisted pulmonary segmentectomy surgical procedure, the cable of the prograsp forceps instrument broke. The procedure was completed using a backup instrument with no patient harm, adverse outcome, or injury. The issue caused a delay of 5 minutes. Intuitive surgical, inc. (Isi) followed up on 27-jun-2022 and obtained the following additional information: no fragment fell into the patient. The damage occurred during the operation, but the instrument was removed from the trocar as one piece (with damage). There were no post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. Fa found the instrument to have a frayed grip cable at the distal end. The root cause is attributed to a component failure. Additionally, the instrument was found to have the main tube broken. A piece measuring approximately 0.118¿ x 0.157¿ was not returned with the instrument. Fa also found the instrument had various scratch marks removed on the main tube. The scratch marks were 0.040¿ ¿ 0.224¿ in length and were not aligned with the tube axis. The root cause of broken main tube and scratch marks are typically attributed to mishandling/misuse no images or videos were shared for the event. A review of the instrument log of the prograsp forceps (part # 471093-11 / lot # n10210426-0150) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a pulmonary segmentectomy procedure. The alleged event occurred on the 9th use of the instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.